Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This report contains supplemental information for mentor asr/psr reference number 207007. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s asr exemption #e1999017. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent primary breast augmentation with 650cc mentor memorygel breast implants experienced bilateral ruptures and capsular contractures (baker¿s grade unknown) post procedure. Additional information was received in mw5085282 and revealed that the silicone spread into multiple lymph nodes, was diagnosed with rheumatoid arthritis three years later, hlan27 positive, fibromyalgia, pituitary tumor, and kidney disease, failed adrenals). As a result, the devices were explanted. See 1645337-2019-18022 for contralateral prosthesis report. This report contains supplemental information for mentor asr/psr reference number 207007.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).